Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery using an 8.0 x 60 mm absolute pro self-expanding stent system (sess). During positioning of the sess, the markers were visible; however the markers were misaligned and the stent could not be placed. The sess was removed and not used in the patient. The procedure was successfully completed with an unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported issue of the markers misaligned was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulty. The markers located on the delivery system were intact and not misaligned as reported. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.